Manufacturer narrative:
This report is submitted on 17 november 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to extrusion of the electrode array. The patient was re-implanted with another device during the same surgery.